Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error caused or contributed to event investigation conclusion code was selected based on the analysis finding of induced damage (bend in lead body). The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported.